Event description:
It was reported that a shaft break occurred. The patient presented with angina. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, when attempting to cross the device to the lesion, it was noticed that the shaft was fractured at 8 inches from the hub. The device was pulled and was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.